Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned after use in the procedure. It was fully inserted through the loader locked with slight flex and full fine adjustment used. The balloon shaft was kinked due to packaging. The returned delivery system was visually inspected, and there is a longitudinal burst along the inflation balloon. No imagery was provided for evaluation. Dimensional inspection was performed and balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. Measurements taken of the balloon met specification.   No relevant functional testing could be performed due to the nature of the complaint and condition of returned device (burst balloon). The complaint was confirmed through visual inspection. A device history review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to the complaints. The reported event was confirmed based on the condition of the returned device, but no manufacturing nonconformities were found in the returned sample. A DHR review revealed no indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned complaints has been summarized in and edwards lifesciences technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As mentioned in the complaint description, ¿the patient had stj calcification that anticipated a punctured the balloon.¿ therefore, available information suggests that patient factors (calcification) contributed to the complaint event. Technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. This balloon burst is identified in the commander delivery system risk management worksheet as a cause that may lead to the difficulty or inability to withdraw delivery system. This event reports a balloon burst during valve deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required.

Manufacturer narrative:
The device was returned for evaluation. Pre-decontamination observations confirmed longitudinal balloon burst. Investigation is underway.

Manufacturer narrative:
(B)(4). The device is to be returned for evaluation. The investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 29mm sapien 3 valve placed in the native aortic position via transfemoral approach with the 29mm commander delivery system and 16f esheath. Upon deploying of the 29mm sapien 3 valve, the commander delivery system balloon ruptured once the valve was fully deployed. The patient had stj calcification that may have contributed to a punctured of the balloon. The valve was not post dilated, there was no paravalvular leak and the mean gradient was 3mmhg. The ruptured balloon and delivery system were removed without complications. The patient left the cathlab in stable condition.